Event description:
It was reported that, "dr revised the hip due to dislocation. Dr revised the acetabular components."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as per hospital policy. If additional information becomes available then it will be submitted in a supplement report.